Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00/0.50/88 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. Patient related factor was reported to be the cause of this event, the reporter stated " micro-cyst under the iris which makes the wtw value not correspond to real length of the wtw." This exchange resolved the problem, the reporter stated " patient vision is ok for now, under regular observation."